Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced three infusion sets crimped cannulas within 3 hours of insertion. Patient's blood glucose at the time of issue was 380 mg/dl. Patient took correction injection via multi daily injections to address high bg. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.